Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. The reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/09/2017 with the following findings: during investigation, the battery compartment and cap were undamaged and able to fit securely to the pump. The pump powered up with auditory and vibration to a blank screen. The ¿no power¿ complaint was unable to be adequately investigated. The pump¿s cover was removed and a u22 eeprom component was found to be cracked. A unity test code downloader tool application v 1.0.0 was used to upload test code v 1.0.7 to master/slave/peripheral processors. The upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2¿. (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is conclude.